Manufacturer narrative:
Additional information was received from the reporter stating the purge cassette will be returned for investigation.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during priming of the impella pump an air in purge system alarm occurred. The system could not be de-aired. Another purge cassette was used to complete priming and implantation of the pump. No patient harm was reported.

Manufacturer narrative:
Corrected information has been provided in d4 (catalog) and h3. Priming problem: no issues were found with the returned product. The cause of the priming issue could not be determined without sufficient clinical information.

Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.